Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have a leak in reservoir compartment and to have received a motor error alarm. Customer's blood glucose was 589 mg/dl. Customer reported that there was a crack in the reservoir barrel and insulin leaked into reservoir compartment. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI and customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.